Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that she was hospitalized for a high blood glucose of 300 mg/dl. The patient delivered a 9.1 unit bolus, but she passed out and quit breathing. Ems then took her to the hospital. She usually passes out when her blood glucose gets high, and her medical professionals believe that seizures are the cause. The patient was foaming at the mouth while unconscious. Insulin pump therapy was ineffective, so the patient will be treated via manual insulin injection. The patient was also hospitalized five days prior to the hyperglycemic hospitalization. The patient had a low blood glucose event that caused her to pass out. She fell down and passed out. The patient was hospitalized for two days. The patient's blood glucose at the time of incident is unknown. The insulin pump was not returned for analysis at this time.